Event description:
Healthcare professional reported left side implantation of seri during mastopexy surgery. Post-implantation, pt presented with a sterile abscess. Treatment included removal of the device, and upon explant, the device was found to be "partially incorporated." The device is unavailable for return.

Manufacturer narrative:
The events of inadequate tissue ingrowth and abscess are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device, and no analysis or testing will be done. These events are being reported because medical intervention was requested, although device-related ness has not been established.

Manufacturer narrative:
The event of infection is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion.

Event description:
Healthcare professional reported left side implantation of seri during mastopexy surgery. Post-implantation, patient presented with a sterile abscess. Treatment included removal of the device, and upon explant, the device was found to be "partially incorporated." The device is unavailable for return. Healthcare professional reported additionally that a "proteus" infection was identified.